Event description:
A memory lens which had been implanted in the pt's right eye in 1999. At exam in 2003, opacification of the implanted device was diagnosed. Visual acuity recorded as 20/400 od. The surgeon is planning to explant the lens in the near future. No further info is available at this time.